Event description:
The intraocular lens (iol) was explanted 10 months post implant. The implanting surgeon indicated the original implant procedure was not complicated or combined with any other surgeries. The orientation of the lens did not change and the optic was clear and free of imperfections. Postoperatively, the patient felt that their vision was worse than prior to surgery. In the surgeon''s opinion, the likely cause of the event is that the patient was unhappy with loss of myopia.

Manufacturer narrative:
According to the reporter, the product is not available for analysis. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There has been one other complaint against this lot for alleged refractive error, however it was unable to be confirmed. There were no other complaints received for dysphotopsia for this product in the previous 14 months. In the surgeon''s opinion, the likely cause of the event is that the patient was unhappy with loss of myopia. The most probable root cause is "patient related". No corrective action is necessary.

Manufacturer narrative:
Additional information for this event has been requested, but has not yet been received. According to the reporter, the product is not available for analysis. The investigation of this event is in progress. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that one day post implant of an intraocular lens (iol) in the right eye the patient experienced a decrease in vision with symptoms of blurry vision, especially in the peripheral, light sensitivity, and positive glare. The orientation of the lens did not change and the optic was free and clear of debris/deposits. As this information was provided by the explanting surgeon, the implant date is unknown. As a result of the negative/positive dysphotopsia, the lens was explanted and replaced with a different model and diopter lens. A limbal relaxation incision was performed for the patient¿s astigmatism. In the surgeon's opinion, the likely cause of the event is negative and positive dysphotopsia. The patient's prognosis is excellent and the patient is happy with their vision. Additional information has been requested, but has not yet been received.